Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/25/2021. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a winding former, a foil packet a paper lid and a needle suture piece of product code pdp515 were received for evaluation. During the visual inspection of the sample a mix product (needle/suture) was observed and due to this mismatch, a characterization was performed. In conclusion the suture belongs to diameter pds clear 4-0¿, the suture length could not be determined since the strand was observed cut. The needle is channel type, in size 18 mils, silver color, sales type ps-5, ½ circle, body square and point type cepr (cutting edge prime reverse). These characteristics were consistently with the previous lot manufactured. The wrong and/or mixed product defect has been correlated to the manufacturing process. According to the procedures is a critical defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the wrong and/or mixed product was identified during the investigation of the samples received. This product issue will be addressed through quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m date sent to the FDA: 5/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. The following information was requested, but unavailable: please clarify, did the device received is not within the same product family? Meaning a product mix or is this a surface related issue? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was noted that the thickness of the suture had been about 4-0 though it should be 2-0. No adverse patient consequences were reported. Additional information was requested.